Manufacturer narrative:
Additional information was received on 2/4/2020. Patient underwent bilateral removal and replacement with a 475cc mentor memorygel left breast impant and a 425cc mentor memorygel right breast implant on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/14/2020, patient underwent primary breast augmentation surgery with a 475cc mentor memorygel breast implant experienced left side capsular contracture baker grade unknown and seroma. As a result, patient had an explantation on (B)(6) 2020. On 1/29/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture and seroma. The sample was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: right sided device is a 405cc siltex round moderate classic profile memorygel breast implant catalog: 3544057mc lot: 7284746 serial number: (B)(4); clarification is in progress to determine which side seroma occurred on. Once completed, a supplemental report will be submitted. Date of event is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 475cc mentor memorygel left breast implant and a 405cc mentor memorygel right breast implant experienced seroma. The date that the seroma occurred is unknown as well as the side of the breast in which the seroma occurred is unknown. This seroma diagnosis was not confirmed by a health care professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.